Event description:
It was reported by service report that the bed had no motor functions. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Microswitch set screw readjusted.